Manufacturer narrative:
Additional information: breakdown of 3 events is as follows: cosmetic issues - 1, lens damaged - 1, cosmetic issues, haptic damaged, loading issues - 1. Serial numbers of suspect products: (B)(4). Breakdown of 3 investigations: 1 investigation was completed where the product was returned and lens cut was observed. 2 investigations were completed where the product was not returned. The investigation was concluded, and the product met manufacturing release criteria. No product deficiency was identified. A review of record related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there is 1 investigation completed during this period. Breakdown of 1 investigations with respective lot/serial numbers are as follows: (B)(6) haptic damaged, use error. The investigations concluded that product met manufacturing release criterial and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.